Manufacturer narrative:
User facility voluntary medwatch report was received on 05/13/2011. The report number is (B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "at 0324, while monitoring my 9 hours post coronary artery bypass graft surgery (CABG) x2; open chested, extremely critical pt, the 2nd and 3rd chamber of pump malfunctioned with a code of e321. These chambers contained the pt's vasopressin, amiodarone, insulin, milrinone, neosynephrine, and epinephrine drips all set at extremely high doses. Upon all the chambers malfunctioning at once, the only course of action was to turn the pump off and turn it back on to reset it and continue to infuse the medication to the pt. This is unacceptable as during the time that it took to reset all four chambers of the 2 pumps, the pt's blood pressure and cardiac index which were borderline-plummeted; once the pumps were finally back on, rn had to increase the dosages of the epinephrine and neosynephrine to help the pt recover." Upon further query, the following info was provided that indicated a delay in critical therapy during an alarm condition. At 0211, line a on channel 2 was programmed to deliver an unspecified concentration of insulin, at a rate of 24 ml/hr, a vtbi (volume to be infused) of 95ml, and the delivery was started. At an unspecified time, line b of channel 2 was programmed to deliver an unspecified concentration of milrinone, at a rate of 9.8 ml/hr, a vtbi of 95ml, and the delivery was started. At 0157, line b of channel 3 was programmed to deliver an unspecified concentration of epinephrine at a rate of 60 ml/hr, a vtbi of 205.8ml, and the delivery was started. At 0320, line a of channel 3 was programmed to deliver an unspecified concentration of phenylephrine periop, at a rate of 108 ml/hr, a vtbi of 380.8ml, and the delivery was started. At 0321, channels 2 and 3 alarmed with e321 (batt charger timeout). The customer contact reported that the pt's blood pressure decreased to an unspecified level. Both channels were turned off, and then turned back on to reset the pump. At 0322, the insulin, milrinone and epinephrine deliveries were restarted on channels 2 and 3 of the same device. It was reported that the pt was treated with unspecified dosages of epinephrine and phenylephrine, using a different pump, to "help the pt recover." At 1200, the pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no add'l info was provided.